Event description:
Reportedly, the device was explanted at implant and replaced by a valve due to a failed ring repair. Per the cer: it was reported that the ring was explanted at implant on (B) (6) 2010 since level iii mitral regurgitation was still observed after map. A valve was implanted as a replacement. Report only. Device will not be returned as it was discarded at the hospital. No customer letter is requested.

Event description:
A patient reported blood glucose results of "228 mg/dl" with a lifescan meter and "135 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. Customer letter not required. Information was learned through sales call. No additional information from the hospital regarding the surgeon and patient is forthcoming. No operative report or echo will be provided. The DHR is in process. Device was discarded at hospital. No product return.

Manufacturer narrative:
Per response from the surgeon, the device has been disassociated from the event. Therefore, this has been determined no longer reportable to FDA. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.